Event description:
It was reported that during a percutaneous coronary intervention drug eluting stenting treatment procedure, stent damage occurred. The 90% stenotic lesion was located in the non-calcified and moderately tortuous distal right coronary artery (rca). The physician predilated the lesion with a 2.5x15mm non-bsc balloon. Then the physician attempted to advance the 2.5x24mm taxus express2 stent to the lesion, but was unable to cross the "blood vessel at the proximal rca". It was then noted that the stent strut was flared. There were no patient complications. The procedure was completed with a different device. Patient status is reported as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.